Event description:
Pt admitted to hosp with severe right hip pain. She has been unable to stand or bear weight because of this pain. Pt has undergone repair of hip fracture on both sides in the past. X-rays suggested an unstable hip nailing. Pt underwent removal of right hip implants.